Event description:
It was reported that the patient presented for follow-up after experiencing supraventricular tachycardia and ventricular tachycardia due to paused betablockers. Alerts for low, out of range, high voltage lead impedance and possible output circuit damage were observed. The lead was replaced.

Manufacturer narrative:
.